Manufacturer narrative:
Continuation of d10: product ID 64001 lot# va33m92 implanted: (B)(6) 2026 product type adapter product ID 64001 product type adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reports additional troubleshooting that was performed: attempted to reconfigure the components. Deleted the set up and reconfigured the components and tested connectivity, that did not work either. Impedances were still all investigate. Additional information received from rep indicating that plan is to replace the extension and remove need for adaptor. The first adaptor was discarded after explant.

Event description:
It was reported that prior to replacement of the deep brain stimulation implantable neurostimulator (ins), impedances showed all ok, but after attaching the adaptor to the neurostimulator all impedances displayed ¿investigate.¿ multiple troubleshooting attempts were performed, including wiping and drying the extension-to-adaptor connection and reconnecting, reseeding the screws on the connection, turning on stimulation to try to clear (dry out) the impedance, and trying a new adaptor with the same issue. Potential factors that may have contributed to the issue were not known and the issue remained unresolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 64001, serial/lot #: (B)(6), ubd: 13-mar-2029, UDI#: (B)(4) ; product ID: 64001, serial/lot #: unknown, ubd: 13-mar-2029, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.